Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient is having difficulty getting coupling bars. The patient stated that they have at most gotten 4 coupling bars. The caller stated the ins pocket site feels like the ins is tilted. The ins is not deep, but the rep can feel the outline of the ins. An antenna locate was performed with 68-70 and the patient is getting two coupling bars. The rep noted that the patient does not use a recharging belt because they do not like it. The antenna locate did not resolve the issue. The rep then noted that the patient fell about 3 weeks ago and was fine up until that fall. No further complications were reported. No patient symptoms were reported.